Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: burned component on mainboard. Correction: replaced mainboard. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: summary:device shuts down without alarms during power failure due to burned component.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: burned component on mainboard correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary:device shuts down without alarms during power failure due to burned component.